Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of dyspnea is listed in the xience xpedition eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed and narrow lesion in the proximal circumflex artery (cx). The patient was hospitalized for discontinuous chest distress and pain. Coronary angiography showed three vascular lesions. On (B)(6) 2014, a 2.75x23mm xience xpedition stent was implanted in the lcx. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for chest distress and breathless. No coronary CT and coronary angiography was given. The patient only took infusion treatment. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The reported patient effect of death and dyspnea are listed in the xience xpedition, ce eluting coronary stent systems instructions for use as known potential adverse events that maybe associated with the use of a stent in native coronary and the daily oral administration of everolimus. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed reports, additional information was received: on (B)(6) 2019, the patient was re-hospitalized due to severe cough, a pale face, and profuse sweating. No coronary angiography or coronary CT examination was performed. Infusion therapy was performed; however, the patient died shortly after the infusion due to unknown causes. No additional information was provided.